Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) had a small pinhole in the scrotum with clear drainage and experienced an infection in the scrotum. A surgical procedure was performed to remove the pump, excise the pump capsule, culture the wound, and irrigate the tissue. The infection was also treated with antibiotics. A new pump was placed, and a 10 fr round drain was left in place. The pinhole is unrelated to the device. No additional patient complications were reported.